Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that there were no threads to attach the IV tubing. Possibly because the catheter and the stylet would not separate so there were no threads to attach the IV tubing to. Needle was discarded. IV access was obtained prior to inserting a second io needle.